Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the circuit board in the scope connector is dirty due to water leakage. The crack of the lens and peeling adhesive can be traced to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a crack on the light guide lens, peeled adhesive around the light guide lens and objective lens, and a dirty circuit board in the scope connector. There was no patient involvement.